Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion at 11.8-11.9cm from the is-1 connector, consistent with lead friction to the ICD can. External insulation abrasion at 15.5-15.8cm from electrode tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion at 8.5-11.1cm from electrode tip. Internal insulation abrasion at 7.7-7.8cm and 12.6-14.2cm from electrode tip. Etfe coating was intact.